Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On (B)(6) 2024, at approximately 9:30am, the patient just came from the bank and at that time he saw that his cgm was at 111 mg/dl with a horizontal arrow. It was not specified nor clarified whether the patient checked a bg at that time, nor whether he experienced symptoms at that time. He ate about 8 glucose pills because concerned that he may experience hypoglycemia. He drove next door about 2 minutes to burger king and while looking at the menu, experienced visual changes, blanked out, and went into a diabetic coma. The cgm at that time was not specified. After 10-20 minutes, he woke up in an ambulance and was being attended by the paramedics. Paramedics told him that his blood sugar was 39 mg/dl. The cgm at that time was not specified nor clarified. An IV was inserted and glucose was given. The patient declined going to hospital and was picked up by his wife and son after he recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).